Event description:
The pt stated, that "about 2 weeks ago", he noticed moisture in the cartridge compartment of his infusion device. He stated, that currently there is no moisture present. The pt was instructed on how to properly clean the cartridge compartment if the issue were to reoccur. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.